Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.

Event description:
It was reported that at implant, atrial oversensing could not be eliminated. Consistent noise was seen. A new device was used. No patient complications were reported as a result of this event.